Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shock due to atrial fibrillation (af). It was noted that the patient was admitted into the hospital and was waiting for an all-clear to be discharged. Data analysis was performed, and the inappropriate shocks were confirmed. In addition, there was some low amplitude noise on the shock channel. Boston scientific technical services provided reprogramming options. Additionally, the patient was discharged and scheduled to follow up with the clinic to reprogram their device. At this time, this ICD remains in service and there were no additional adverse patient effects reported.